Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was met while the customer was filling the cartridge with insulin. The syringe needle was changed out and the cartridge was successfully loaded. The blood glucose was not impacted.